Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual determined that the power supply cord was not returned. Pre-cautery test was performed with a ref extension cable and hemopro 1. The ref device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. We did not identify any non-conformities. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply was working fine and then it began to beep fast and would not cut and seal. A replacement device was used to complete the procedure. The hospital did not report any pt effects.